Event description:
It was reported that the patient first went to ER (emergency room) and was subsequently hospitalized and admitted to the ICU (intensive care unit) because the patient used expired infusion set which led occlusion at infusion set site and caused high blood glucose levels 564s mg/dl, symptoms of vomiting and trace of ketones and was treated with intravenous and fluids of saline and insulin on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.